Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient developed hematomas at the incision sites. The hematomas were removed and drainage stents were placed. It was noted that the patient was on blood thinners, which may have contributed to the incident. Follow-up indicated that the patient is doing well and receiving effective pain relief from using the device.